Manufacturer narrative:
Patient medications: aspirin, vit d, flonase, probiotics, synthroid, cortisone, percocet. Additional devices implanted and/or related to this event: plc141200/20302006, UDI (B)(4). The review of the manufacturing paperwork verified that these lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an inflammatory aorta complicated by cancer treatment with chemotherapy. The patient tolerated the procedure. It was reported that on (B)(6) 2020, the patient was diagnosed with continued aneurysmal degradation at the proximal end of the graft and in the left common iliac artery. That day the physician placed three cook endovascular cuffs proximally up to the next renal artery along with a gore® excluder® aaa iliac extender endoprosthesis (pll161007 lot #20056981) in the left common iliac artery. The patient tolerated the procedure.